Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse moved the right and left master tool manipulators (mtm) to their full range of motion and was unable to induce the reported discrepancy. The fse showed the nurse that the master tool manipulators (mtm) do not move while head is outside of the viewer. The fse performed three power cycles with da vinci is ready prompt and notified the nurse that system has been verified. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the right master tool manipulator (mtm) was drifting on the surgeon side console. The technical support engineer (tse) reviewed the system logs but could not find any associated errors and was unable to determine which console had the issue. The procedure was completed as planned. No known impact or patient consequence was reported. Intuitive followed up but no additional information is available. Procedure was completed successfully.